Event description:
The facility reports the caregiver was loading the pt onto the lift. As the caregiver clipped on one sling clip, the spreader bar fell off, striking the caregiver on the head and neck area. The pt was in his wheelchair at the time and being loaded onto the lift. The caregiver had pain and discomfort and went to the emergency room.